Event description:
The customer reported the loaner scope did not pass the endoscope washer test when it was received at the facility. The customer did not use the device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a gap in the adhesive on the distal end of the scope which resulted in damage to the acoustic lens. This report is being submitted for the malfunction found during evaluation (gap in adhesive at distal end). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found a gap in the adhesive on the distal end of the scope due to handling issues. In addition, the scope leaked from the insertion section, the air/water channel was perforated, the electrical connector pin was detached, the distal end was deformed, the connecting tube was scratched and protruded, and the grip unit was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in adhesive at the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.